Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 31-may-2023, UDI#:(B)(4). H3 ¿ analysis of the communicator found ¿micro usb charge port is damaged¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s wife called and stated that her husband¿s communicator was not charging. The caller stated that they had kept it in the charger for a couple of days, but the battery light was not turning green. Per the caller, they even tried using a different charger, but it didn't help. The caller stated that the patient had not gotten a bolus in 6 days. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A replacement communicator was requested from the repair department because the communicator was not charging. No patient injury reported.